Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(6).

Event description:
A customer reported multiple p07p error codes, generated with various assays on their cobas 8800 system (serial ID (B)(4)). Error code p07p is indicative of a volume error during supernatant removal. A local field service engineer went onsite and performed the processing head tightness check on the customer's cobas 8800 system, which failed at several positions. Additionally, there was evidence of leakage in specific areas of the cobas 8800 system. No erroneous results were alleged, and no harm or injury was indicated through the case. When error codes are generated for the kit controls or donor/patient samples, the test run/samples are invalidated and need to be repeat tested per the instructions for use.

Manufacturer narrative:
Through the course of the investigation, the processing transfer heads were returned to supplier and are being included in the on-going investigation. The reported issue was solved by replacing the respective processing transfer heads on the customer's system, which had leaky positions. The cause of the tightness check failures was solved in most positions by replacing the stop discs and o-rings. On (B)(6) 2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).